Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error alarm. The customer's blood glucose was 190 mg/dl. The customer got a button error and was able to clear the alarm. The customer stated that the buttons were working. Customer may have had a button being pressed for a short period of time. Customer had it in her pocket when it occurred. Since they were able to use all the buttons, we are going to monitor the situation. The product will not be returned for analysis.